Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 (mg/dl). Customer consumed food and adjusted pump settings to treat low bg. Reportedly, customer wanted to adjust pump settings again. Recommendation was made to consult with health care provider regarding proper pump settings and diabetes management.